Manufacturer narrative:
Date of event listed is an estimated date. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was unable to communicate with the external devices. The patient has not recharged the ipg for the past 18 months. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.